Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and resulted to muscle stimulation. The physician tried to reposition the lead for several times but was unsuccessful. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.